Event description:
Device 1 of 2. Reference MFR report# : 1627487-2014-05813. It was reported the patient was not receiving pain relief due to ineffective stimulation. Reprogramming to provide resolution was unsuccessful. As a result, the patient plans to undergo surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.